Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following section of the instructions for use: chapter 4 basic endoscope reprocessing operations 4.8 connecting tube installation ¿ attach all of the connecting tubes specified according to the type of the endoscope. If reprocessing is performed without attaching all of the required connecting tubes, reprocessing may be ineffective. Although the ¿list of compatible endoscopes/connecting tubes <oer-aw>¿ shows the applicable connecting tubes for each endoscope, it may not list the latest endoscope models. If your endoscope model is not listed, contact olympus for more information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. An olympus employee performed an in-service where disinfection of the lines as well as proper use of the oer-aw was explained and demonstrated to 2 staff members. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor was used without an auxiliary water channel connector to reprocess gastroscopes and colonoscopes. The issue occurred during reprocessing. There were no reports of patient harm.